Manufacturer narrative:
Age at time of event: (B)(6) years or older. Initial reporter address: (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified left circumflex artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6 atmospheres. The balloon was removed from the patient's body without any problem and the procedure was completed with a different device. No complications were reported and there was no problem with the patient condition after the procedure.